Event description:
MFR received a report from a nursing ctr rep alleging that when the pt "thrust forward" in the lift, pt hit the head on the frame of the lift. The pt suffered a subdural hematoma and died.